Event description:
Service dept reported the following info: (1) a c1000t was returned for service. Reported problem: unsure of problem. 2) the service tech noted that the fill tube had broken free at the manifold connection. The unit would leak gaseous and liquid oxygen out the top case vents from the fill tube if it were to be filled. The homecare provider confirmed no injury is associated with this device.